Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered antitachycardia pacing for atrial fibrillation with rapid ventricular rate. Programming changes were implemented. The patient was in stable condition.